Event description:
It was found that both side rails had the potential to come unlatched during use due to missing compression spring in the latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.